Manufacturer narrative:
The insulin pump received with cracked end cap. It was not possible to complete functional testing, due to a cracked end cap. The insulin pump alarmed during self-test due to faulty electrical component at the circuit board. However, the insulin pump was received with operating currents within specifications and passed the unexpected error test and displacement test. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, minor scratches on the lcd window, a broken reservoir tube lip, and a missing reservoir tube lip o-ring. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
It was reported that the customer was hospitalized with high blood glucose. The customer was not wearing the insulin pump at the time of hospitalization and it was not certain for how long she had not been on it. It was stated that the customer had dropped the insulin pump and it had a crack. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.